Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap auto biflex device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During evaluation, a visual inspection identified evidence of sound abatement foam degradation, including the presence of foam particles within the blower kit. Review of the device error log identified error code e012 (err_background_wdog_no_card), which was determined to be unrelated to the foam degradation. Following completion of the evaluation, the device was scrapped by the third-party service center.